Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when turned on, the cs300 intra-aortic balloon pump (iabp) fan is making noise when turned on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval, return to manufacture date), g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Fse replaced compressor fan (0119-00-0149). Completed the scheduled pm. Fse noted ECG leads missing/not present, advised the inhouse biomed team to garnish new ECG cables a quote will be provided upon request. Ran all the tests in accordance to the manufacturer's specifications. Analysis and testing dept. (Fat) wayne, nj cf 10 dec 2024. The failure analysis and testing dept. Received part number 0119-00-0149 fan compressor serial number n/a with a reported unit failure of the fan making noise when turned on. The failure analysis and testing dept. Performed a visual inspection and observed a broken blade of the fan. Possibly, a probable cause of the fan being noisy when the unit was turned on is, the blade was in the process of being sheared off when the unit was turned on, or a piece of the blade was hanging and producing the noise. How the fan was damaged is impossible too explain. The fan is protected by a side panel that completely covers the fan. Retaining the fan in the fat dept. Per procedure number (B)(4).

Manufacturer narrative:
Corrected data: b5, d5, e1 (initial reporter and email), e2, e3, e4. Updated data: b4, g2, g3, g6, h2, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) fan is making noise when turned on. There was no patient involvement.